Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did a meter to lab comparison test. The tests were done within 10 minutes. His meter reading (capillary) was 152 mg/dl, and the lab test (venous) result was 106 mg/dl. He did not have any symptoms. During troubleshooting, he said that he had been leaning the meter test strip holder with alcohol. A control test was not done due to unavailability of control solution. On followup, the lifescan representative reviewed qc procedures with the reporter.